Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user ID unable to log in. A technical support specialist confirmed with customer that user able to access station. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system user ID unable to log in.the customer reported that users were unable to remove medications. There was no delay in patient care as the user was able to obtain the medications from the alternate locations. There were no adverse events or injuries reported based on this event.